Manufacturer narrative:
Additional information from customer received on 08/18/1997 indicated system would not irrigate or aspirate even when they changed handpiece and cassette. Surgeon tried to express remaining right eye lens material manually (ecce), but was unsuccessful due to weak zonules. Sent to second facility for pars plana vitrectomy and intraocular lens implant. Received information from third party on 09/17/1999; patient underwent pars plana vitrectomy, removal of intraocular hemorrhage and repair of retinal detachment at second facility. Third party alleged that patient is essentially blind in right eye due to trauma as a result of equipment malfunction. This report was mailed in to FDA on: 10/08/1999.